Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a real tachycardia episode and the device inappropriately withheld therapy due to the noise algorithm. No intervention was indicated. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation with the right ventricular lead noise discriminator. If information is provided in the future, a supplemental report will be issued.